Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: unique identifier (UDI) number unknown / not provided (prior to (B)(6) 2015 no UDI) not applicable. D10. Bopt6511, 3i t3 tapered implant 6/5 x 11.5mm / 2020111358. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment screw at tooth #19 fractured and the implant was removed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D8-9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 10, 4109, 4111. H6: evaluation result code was added: 3252. H6: evaluation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one (1) unknown biomet screw for evaluation (images are attached in the complaint). Visual evaluation was performed, a fracture fragments has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. Fracture fragments has been identified inside implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.